Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: d224vrc, implantable cardioverter defibrillator (ICD); implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that during a device follow-up the patient's right ventricular (rv) lead showed high impedance levels, oversensing, and a high quantity of short interval counts (sic). A possible lead fracture is suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.